Manufacturer narrative:
This is the same event as 3010536692-2015-01646.

Event description:
Allegedly, patient revised due to shedding of metal debris, pain, decreased mobility, bone and tissue damage.